Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the level module spontaneously deactivated. The user also observed a "check level module" error message. The procedure was concluded without the level module. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval anticipated, but not yet begun.